Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reported contacted animas alleging the patient¿s blood glucose on an unknown date was 24.5 mmol/l with extreme tiredness and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery bolus settings were recently changed by a healthcare provider. Troubleshooting could not be completed. This complaint is being reported as a device use error or device malfunction could not be ruled out as a cause or contributing factor to the reported health event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings: the pump was exercised for 24 hours on a 2.0 unit/hr basal rate. At the end of the duration test, the pump correctly reflected the programmed basal rate. The recorded total daily doses recorded in the pump history correctly reflected the user's basal rates. The pump passed a delivery accuracy test with no issues. The alleged issue could not be duplicated.